Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is completed.

Event description:
Complaint is reported as: "the tube was tested prior to use, no problem noted. The pt was intubated under fibroscopy and the tube was connected to a ventilator. Then the ventilator alarm warned about a leak, in fact the connector was broken. No consequence for the pt, he was extubated and reintubated."